Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that an xtra-silent nite slide-link had a broken anchor.

Manufacturer narrative:
Additonal information h11: a non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed there was no evidence discovered to indicate that a product defect or non-conformity to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: product was noted to have been received and in glidewell's possession; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Fmea review results: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).